Event description:
The patient has reported that their one touch ultra meter would not power on. Medical affairs specialist called and spoke with the pt's family member in 2004, and they provided additional info. Pt's meter had not been powering on for a "couple of weeks". Just two days ago, pt was feeling shaky, sweaty, and very weak. They visited their doctor's office, where the doctor's acucheck advantage meter result was 268 mg/dl. They had not attempted to test on their meter prior to visiting the doctor. They had also continued to take their "normal" medication during the time they were not able to test on their meter. Therefore, based on all the info, it can be concluded that the meter malfunction did not contribute to any event. During troubleshooting, the power issue was not resolved. It was verified that they were using the correct test strips and the batteries were correctly installed. The batteries were last replaced less than a year ago and the condition of the battery contacts was good. Therefore, this case reported as a meter malfunction due to the power issue not being resolved.